Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-29542- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced (B)(4) infusion set tubing detachment event on (B)(6)2024. The infusion set was in use for 2 days. No further information available.